Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was causing a shooting pain down the patient's leg and that the patient was unable to turn it off. The patient controller was showing that the ins was at eri. The hcp was not with the patient at the time of the call so no troubleshooting could be performed. Button use of the programmer was reviewed with the hcp and they were going to call the patient back. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on (B)(6) 2020, that when their device had reached eri, they had "stomach issues/aches".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they attempted to turn stimulation off prior to an unrelated surgery and got the elective replacement indicator (eri) screen and was unable to bypass the screen to turn stimulation off. The patient mentioned that the stimulator was acting really weird as it was giving weird stimulation because the battery was low. The patient stated she sometimes got a power surge of pushing when going to the bathroom and crazy stimulation when laying down flat. Troubleshooting was able to bypass the eri screen and the patient saw an empty battery icon in the middle top of the screen. The patient was directed to follow-up with the healthcare provider for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the shooting pain down the patient's leg and inability to turn off their stimulation was due to the patient going in for surgery. The patient turned their ins off and an icon with "ER and a doctor with a stethoscope showed up", and the patient was unable to turn it off or down or down. The patient had a new battery pack and ins put in on (B)(6) 2018. The ins worked great for the patient's crps in their leg/foot, but they have never been able to program it to help with the patient's chronic back pain. The patient's shooting pain and inability to turn their stimulation on was resolved with the new ins. The old battery only lasted about 3.5 years. The patient's doctor thought maybe the patient had a faulty battery that it would wear out so quickly. No further information was reported.